Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that the probe was unable to verify.

Manufacturer narrative:
Analysis found on probe- analysis determined the returned probe has severe impact marks at the back end causing fit issues with mating tracker. (B)(4). If information is provided in the future, a supplemental report will be issued.